Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6)2021, explanted: (B)(6) 2023, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-jun-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving morphine with an unknown concentration at 0.5 mg via an implanted pump for unknown indication for use. It was reported that this case was going to only be a catheter revision (catheter was cut during a previous back surgery, unknown date/info), but the healthcare professional (hcp) decided to replace the pump as well due to getting back an excess of medication during a refill (unknown date of refill). The hcp stated the amount of medication was significant (10mls +). It was also reported that prior to finding that catheter was cut, the hcp had attempted dye study but could not aspirate. Both the catheter and pump were explanted and replaced on (B)(6)2023. It was reported that it was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6)2023 indicated the cause of the inability to aspirate was unknown and it was unknown when the inability to aspirate was first observed.

Manufacturer narrative:
See h6: pli 10: pump: analysis identified some slight damage to the septum with no leaking seen during analysis. Pli 20: catheter: analysis identified a kink in the catheter body. Analysis identified a leak near the strain relief/transition tubing near the connector during the in-line pressure leak test. Visual inspection identified there was damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.